Event description:
The customer stated that he tested his blood glucose using his contour elite xl meters. The contour read around 300 mg/dl, while the elite read 112 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of his contour test strips, so no product will be returned for evaluation.